Event description:
Cnss reports that the pt is currently hospitalized at the (B)(6) clinic of (B)(6) and is waiting for treprostinil to be approved so they can be discharged from the hospital. Reason(s), date of admittance or current length of hospitalization is unknown. Cnss reports that during treprostinil trailing, one of the pumps was beeping. Cnss states it was a pump malfunction with no details. Pump serial number was not provided by cnss. No further information, details or dates available. Did the reported product fault occur while in use with the pt? Unk. Did the product issue cause or contribute to pt or clinical injury? Unk. Was pharmacy troubleshooting done and did it resolve issue - not reported. Reported to (B)(6) by health professional.